Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side "chronic exhaustion, brain fog, lack of concentration, hormone imbalance, same recurring symptoms (sneezing, headache, cough and often tied to bed for 1-5 days as with the flu), chronic bladder infections with constant use of antibiotics (2x long-term use of antibiotics), irritable bowel syndrome, bloated, recurring joint pain, nerve pain, dizziness, recurring swelling of lymph nodes under the armpits." The event of chronic exhaustion, irritable bowel movement, and recurring joint pain are not device related. Device remains implanted.

Event description:
Patient later reported capsular contracture baker grade iii/IV.

Event description:
Patient reported unknown side ¿recurring swelling of lymph nodes under the armpits," ¿capsular contracture, baker grade iii-IV¿, ¿recurring tension pain and chest hardening," "edges can be felt," "slight swelling," and "implant is now wavy." Patient additionally reported chronic exhaustion, brain fog¿, ¿lack of concentration," ¿ hormone imbalance¿, ¿sneezing¿, ¿cough¿, irritable bowel syndrome¿, ¿bloated," headache, ¿chronic bladder infections," ¿recurring joint pain," ¿nerve pain," and ¿dizziness" all not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2; b.5; b.6; d.1; d.2a; d.2b; d.4; d6a; g4; h4; h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.